Event description:
It was reported that balloon rupture occurred. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.